Event description:
Pseudotumor caused by armd from metal wear due to artificial joints.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding altr involving an securfit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device indicated that the device has damage consistent with time spent implanted and damage consistent with explantation. -clinician review: a review with a clinical consultant indicated" confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty since an operation report albeit in japanese was provided with handwritten illustrations. I can also confirm that the patient had revision surgery also because I was able to look at an operation report also in japanese. I can also confirm that the patient had yet another revision also because I was able to look at a japanese written operation report. I cannot interpret details. Root cause analysis: the root cause of these events cannot be determined with certainty. Patient underwent a primary surgery, a revision surgery for osteolysis, a second revision surgery for dislocation and a third revision surgery for pseudotumor. The causes of these issues are multifactorial including surgical technique, the way the implants are positioned and aligned, as well as proper restoration of soft tissue tension in the thigh. Also to be considered is the proper preparation of the head and trunnion prior to and during insertion, patient factors including lifestyle, activity level and bmi, as well as implant factors." -product history review: review of the device history records indicate could not be completed due to insufficient information. -complaint history review: review of the complaint history could not be completed due to insufficient information. Conclusions: it was reported that the cause of revision for the patient was a pseudotumor. Visual inspection of the returned device indicated that the device has damage consistent with time spent implanted and damage consistent with explantation. A review with a clinical consultant indicated" confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty since an operation report albeit in japanese was provided with handwritten illustrations. I can also confirm that the patient had revision surgery also because I was able to look at an operation report also in japanese. I can also confirm that the patient had yet another revision also because I was able to look at a japanese written operation report. I cannot interpret details. Root cause analysis: the root cause of these events cannot be determined with certainty. Patient underwent a primary surgery, a revision surgery for osteolysis, a second revision surgery for dislocation and a third revision surgery for pseudotumor. The causes of these issues are multifactorial including surgical technique, the way the implants are positioned and aligned, as well as proper restoration of soft tissue tension in the thigh. Also to be considered is the proper preparation of the head and trunnion prior to and during insertion, patient factors including lifestyle, activity level and bmi, as well as implant factors." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pseudotumor caused by armd from metal wear due to artificial joints.